Event description:
My freestyle libre 3 has alerted me on several occasions that my blood sugar was critically low (56 mg/dl). I have gotten up and reacted by immediately eating/drinking items to raise my blood sugar, which results in a spike in blood sugar because my glucose was really 102 mg/dl. I now have to double check it with my old meter via finger prick and several times it is reading low. I have been a diabetic for over 20 years and have managed it well. This sensor was supposed to eliminate finger pricking, but now I can't trust the device. I had a batch of sensors do the same thing in june and july. This is a new batch: lot t60003079; sn (B)(6) (2025-12-31 expiration). I did not report the previous two times. I take great care to put the sensor on and I've followed abbott's directions to the letter. Patient code: 1905. Device code: 2460. Reference reports mw5174535 and mw5174536.